Event description:
It was reported that during use, the foley catheter balloon was spontaneously removed due to the loss of water in the balloon area. It was stated that after several attempts to pour water into the balloon, there was no sign of a hole in the balloon section, and the water probably perforated the lumen of the lumen, causing water to flow into the lumen through which urine passes when pouring water.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. The root cause identified, it was difficult to assure the positioning of the catheter due to vision was difficult. Two photos were received for evaluation. The first one shows an overview of the three-way all silicone catheters the second one zooms into the catheter balloon and tip. It was also received 1 all silicone foley catheter. Attempted to inflate balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen and created lumen to lumen leak. Sample received product does not meet specifications as per ip7603444, revision 0, which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.¿. A DHR review are not required for this reported failure. The labeling review is not required for this reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, the foley catheter balloon was spontaneously removed due to the loss of water in the balloon area. It was stated that after several attempts to pour water into the balloon, there was no sign of a hole in the balloon section, and the water probably perforated the lumen of the lumen, causing water to flow into the lumen through which urine passes when pouring water.